Manufacturer narrative:
(B)(6).as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during a dental workshop it was observed that three new dental burr devices were getting very hot and blunt after about ten minutes of use on a pig's tissue. The reporter stated that the smell of burnt tissue was also noticeable. According to the reporter, there were no reported issues with the handpiece device, only with the dental burr devices. There were no delays due to this event. The event was not related to surgery. There was no human patient involvement as the device was used on an animal tissue. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were black, discolored areas on the cutter surface. The device was examined photographically and it was determined that there was a lack of improper irrigation which caused the cutter head surface to overheat. It was further determined that the presence of discoloration on the device indicated that overheating occurred during the procedure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient irrigation during clinical use, which is misuse/ user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.